Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that she passed out during a ceremony she was attending. The customer stated that the insulin pump was removed that night by the medical doctor and she has not been since then. The customer was released from the hospital and was not even taking insulin through the insulin pump or manual injections between (B)(6) through (B)(6). The customer was readmitted again with low blood glucose of 16mg/dl. Offered to troubleshoot the device, but the customer has not been connected for over a week, and she still cannot get her blood glucose to go up. Advised the customer to speak to her doctor about the settings and if she need to adjust them, then she needs to call us back to test the insulin pump at later time. No further info was provided.